Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 500 mg/dl). Reportedly, cold insulin was loaded into the cartridge. Customer changed the cartridge and infusion set, and delivered a manual injection to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."